Event description:
Allegedly per (B)(6) of (B)(6), the patient was revised due to unknown problems.

Event description:
Allegedly per (B)(6), the patient was revised due to unknown problems.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. The patient and user facility information were not provided. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00548, 00549. This event occurred in the (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn.product not returned. Complaint history reviewed. Analysis shows no trend for item/lot.